Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 27 of the patient's mouth. Immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, abscess and inflammation. No further patient complications were reported.